Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intervention was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the intervention carried out was reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that steadily rising impedance and high thresholds in both unipolar and bipolar configurations were noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.